Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report number 3003853072-2019-00087.

Event description:
It was reported that during the procedure the driver tip broke while tightening the blockers. One blocker was not tightened as a result of the breakage. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
The returned driver was examined. The tip was found to be fractured. The cause of this event can likely be attributed to off-axis forces. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during the procedure the driver tip broke while tightening the blockers. One blocker was not tightened as a result of the breakage. There were no reported patient impacts. This is report two of two for this event.